Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history record review did not identify any issues during the service of the device that may be related to the current complaint. The reported condition was not verified or reproduced during evaluation. The device was found to deliver within specification during flow testing.  A review of the event history log (ehl) revealed no abnormalities that could have caused or contributed to the customer complaint. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced over infusion of fentanyl during therapy (dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.